Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing process was being looped which caused the customer to use an additional 10.2 units of insulin. Reportedly, the customer did not recall receiving any alerts or alarms. Review of pump data logbook showed that the load issue occurred due to the customer receiving a minimum fill message. Although requested, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.